Event description:
Clinical notes were received as part of the referral process for generator replacement. The notes stated that the patient's generator battery status had fallen from 75% indicator to the 25% between office visits and the neurologist suspected the battery was prematurely depleting. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution and shows that the device was manufactured with laser-routing. No relevant surgery is known to have occurred to date. No additional or relevant information has been received to date.

Event description:
The patient's generator has subsequently been replaced. The explanted device has not been received for analysis to date. A review of the available decoded programming data found that the device had reached a 75% battery status as of 7/10/2017. There was no indication that the device had been exposed to electro-cautery during implant. No additional or relevant information has been received to date.